Manufacturer narrative:
Results - lead introducer.

Event description:
During implant, the lead introducer did not slide properly off of the lead. This caused the lead to move to a deeper position than was desired with the tines deployed. Response on electrode "0" was lost due to the change in lead position. It was decided to leave the lead in its place. The pt was scheduled to continue with the ipg implant. There was no injury.